Event description:
It was reported that, upon an x-ray, it was observed that the right ventricular (rv) lead was dislodged. Upon attempted repositioning of the rv lead, it was observed that the rv lead's helix was unable to extend, and unable to retract. The rv lead was explanted and replaced. The patient' was discharged.

Manufacturer narrative:
The reported events were dislodgement and a helix mechanism issue. The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned for analysis with the helix partially extended and clogged/tissue. Visual and x-ray examination of the lead found the inner coil was over torqued at the connector pin region. After cleaning and applying torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length measured within specification. The cause of the reported event of helix mechanism issue was due helix clogged with blood/tissue and over torque of the inner coil consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. The damages found are consistent with procedural damage.

Event description:
New information indicates that the right ventricular lead was dislodged due to twiddlers syndrome.

Manufacturer narrative:
Correction: previously reported g3 should have been (B)(6), 2022" not (B)(6) 2022".